Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that post a da vinci surgical procedure, it was noted that the light emitting diode (led) on patient side manipulator arm (psm) 2 had completely broken off, causing a recoverable fault. During internal failure analysis investigation, the psm arm failed the brake weight drop test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.